Event description:
It was reported that the patient with this lead, enrolled in latitude remote monitoring, was notified of a high out of range pace impedance alert. The physician questioned a possible lead fracture and instructed patient to return for further review. No information to date on a lead revision and no adverse patient effects were reported.

Manufacturer narrative:
During the additional technical data review, ts confirmed that the majority of the impedance measurements were stable around 500 ohms. Two transient high out of range values were observed with values over 2000 ohms. There were no suspicious noise on stored electrograms and no ventricular events for over a year. Auto thresholds and shock impedances were stable and within normal limits. Ts stated the most likely root cause was axial and radial terminal ring motion within the associated device header. To date, no system changes have been reported and no further/additional information or complications reported. This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Event description:
It was reported that the patient with this lead, enrolled in latitude remote monitoring, was notified of a high out of range pace impedance alert. The physician questioned a possible lead fracture and instructed patient to return for further review. No information to date on a lead revision and no adverse patient effects were reported.